Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient sought medical assistance for a skin infection reported to have occurred at the sensor site rather than the omnipod 5 pod site. The visit took place at a health centre. At the time of the visit, the patient was wearing a pod on the arm; the duration of pod wear prior to the visit was unknown, and it could not be determined whether the pod was worn during the medical appointment. The healthcare professional (hcp) prescribed an antibiotic regimen reported as floxin, applied four times daily for seven days. The infection reportedly resolved following completion of the antibiotic course. The hcp additionally advised continued use of barrier methods to mitigate adhesive-related skin reactions. No changes in blood glucose levels were reported in association with the event. Dexcom was notified on 27 april 2026.